Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the cut on the charge-coupled device cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Inspection and testing of the returned device found there was noise in the image from the device due to a cut on the charge coupled device cable and the image was not displayed. The customer's allegation was not confirmed. In addition, device evaluation found bending angle in upward direction did not meet the standard value and the play of angulation lever was out of the standard value due to wear of angle wire, the connecting tube had a dent and scratch, the universal cord, scope connector cover unit, scope connector, control unit, grip, angulation lever, up/down plate, insertion rotation ring, and switch box had a scratch, the adhesive on the bending section rubber had a chip, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had image issues (blurry/partial loss of image). The issue was found during preparation for use in an unknown procedure. Inspection and testing of the returned device found there was noise in the image from the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.